Event description:
On (B)(6) 2011, explanted lead and device removal form received from st jude medical. Reason for explant not provided. Investigational letter will be sent to explanting physician (B)(6) 2011.